Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0988 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported "after place on the patient, the catheter which connected with artery/vein could be aspirated & flushed. Then leave it for a period, the catheter which connected with vein was found occluded during aspiration." No other information was provided.